Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, unipolar ventricular lead impedances measured 269 ohms and 272 ohms. Capture and sensing were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received